Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the mid right coronary artery, exhibiting chronic total occlusion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during removal following failed delivery. It was described that cto procedure of rca. Two resolute onyx were successfully placed in mid and proximity rca, which established flow. Dissection was noted in side branch. Side branch dissection was not caused by deployment of the stents. Physician attempted to deliver 3rd onyx to side branch, would not get there. Upon retrieval (through previously deployed stents), the 3rd onyx dislodged from delivery balloon. Delivery system came out, without stent on it. Dislodged stent was ¿floating¿ within lumen created by previous 2 st ents. It was informed that the stent was not removed and was crushed in-situation against vessel wall to prevent further embolization. Nc balloons were used to crush stent, and 2 further stents were deployed to open lumen of vessel as much as possible. Patient sta tus post-procedure is alive with injury. It was reported that coronary stent had to be ¿crushed¿ against right coronary vessel wall, as it had embolized.